Event description:
On 05 january, 2022 patient had a b/l prophylactic mastectomy with placement of mentor tissue expander and alloderm select grafts. She then developed mycobacterium abscessus infection of the chest wall. Reporting device to FDA to see if there have other cases reported of this infection associated with this device. FDA safety report ID# (B)(4).